Manufacturer narrative:
Additional information: based on the received information from the field, a technical implant failure cannot be excluded. However to determine an exact root cause, device investigation at the explanted device would be necessary. Re-implantation is planned, but no date has been scheduled yet.

Event description:
The user has not been able to detect any sound with the device. Re-implantation is planned. But no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has not been able to detect any sound with the device. It was thought the audio processor (ap) was not functioning.

Manufacturer narrative:
Conclusion: device investigation results are indicative of a broken coil wire due to chronic implant movement which has led to device failure over time. As per received information, the recipient experienced intermittent access to sound with the device when moving the head and no trauma or impact to the device was reported. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.

Event description:
The user has not been able to detect any sound with the device. The user has been explanted.